Event description:
According to the reporter, during mohs skin cancer surgery, 10 minutes into the procedure of facial skin incision repair, the thread broke. It was noted that they ran a few sutures from that batch that were breaking. It was reported that the surgeon employed a simple interrupted stitch. To resolve the issue, they opened a new suture pack with the same lot number but the 2nd suture also broke. Then they opened a 3rd suture with a different lot number and the suture did not break. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mohs skin cancer surgery, the thread broke. It was noted that they ran a few sutures from that batch that were breaking. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.